Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
Pt's father reported that his daughter's blood glucose was 133 mg/dl at 8:00 pm on (B)(6) 2012. She was having a meal estimated to contain about 74 grams of carbohydrate and took 4.45 units of insulin by bolus. About fifteen minutes later, a second bolus of 1.1 unit was given for an add'l 20 grams of carbohydrate. By 11:20 pm, her bg was 270 mg/dl; another 2 unit bolus was taken. At 4:00 am on (B)(6), her bg had lowered only to 246 mg/dl; another 1.7 unit bolus was administered. At 10:00 am, it was back up to 280 mg/dl. A 4.4 unit bolus was given and the basal insulin rate was temporarily increased by 15%. At 11:45 am and 12:14 pm respectively, bg measured 310 and 330 mg/dl. At 12:14 pm, a ketone test showed a trace positive result. Four unit manual insulin injection was given and the device was deactivated. When it was removed, the father noticed the cannula was "pointed downward at 90-degree angle."